Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip detachment was confirmed. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the tip detachment could not be determined. The removal of the tip via snare and additional therapy are due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified femoral artery. A 5 x 120 supera stent was deployed; however, during the final angiography, it was noted that the tip of the catheter was still in the anatomy. The tip was removed with a guide wire and larger sheath. There was no clinically significant delay in the procedure. No additional information was provided.